Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and stopped working. The customer had experienced high blood glucose and treated it with a manual injection. The blood glucose level was unknown. The customer also states later the insulin pump got an unexpected restart alarm. Troubleshooting was performed for blank display and noticed no report of the pump screen flashing when the screen was turned on. The customer was also advised a lot of insulin flow block alarms can damage, however, was unable to troubleshoot as the insulin pump was not working. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The product will return for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow blocked alarm due to display anomaly. Unable to verify missing segments or partial display due to display anomaly. Device received with corroded battery tube, minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.